Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00 +19.0 diopter)was explanted in a secondary procedure from patient's operative eye because of an unspecified lens malfunction diagnosis. Reportedly a model zcb00, with a smaller diopter of +18.0 was implanted as the replacement lens for the patient. Patient was doing good when discharged. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/7/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The sample was inspected by a qualified final inspection operator using 12x magnification. The lens is cut, contaminated and damaged at the posterior side, most probably to make explant possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.